Event description:
It was reported that about a year ago, healthcare provider had filling problems; they followed the locked reservoir procedure that resolved the issue. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was discovered that those refilling the pump were leaving their ¿needle open¿ when they changed syringes. They did not clamp down and air was getting in and filling the pump.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the pump was replaced due to the issue. The pump delivered a mixture of baclofen and bupivacaine.

Manufacturer narrative:
Product ID 8711, lot# j10941r11, implanted: 2001-(B)(6), product type catheter.

Event description:
It was later indicated that the pump had been rinsed with preservative free sterile water, refilled with saline and programmed to minimum rate as the reporter stated "they handled it the same way that time" in regards to a more recent event. The patient was currently doing well. It was also indicated that the patient's pump had never delivered baclofen.